Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens implant procedure the lens got stuck half way during insertion and would not advance. When inserter was removed, lens remains half in and half out of the wound/incision. Surgeon advanced lens into place. A small knick was noticed under the microscope in the center of the implanted lens. Additional information has been requested.